Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx® suprapubic mid-urethral sling system on (B)(6), 2009. According to the complainant, the patient experienced an injury. The specifics are unknown.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.